Manufacturer narrative:
Results of investigation: the reported device was not returned for evaluation. The pictures provided were reviewed and could not confirm the stated failure mode. The clinical/medical investigation concluded that, the root cause of the reported events was ¿retropatellar arthrosis and medial instability¿. It is unknown if the ¿extended soft tissue balancing¿ performed in the primary right tka was a possible contributing factor to the medial instability; however, it is noted that the patella was not resurfaced during the initial implant and the inlay was upsized from an 11mm to a 13mm during the surgical intervention. It is noted that the disease progression/patellar replacement is not indicative of a component mal-performance or failure and that this event is not a revision of the patella component but an initial implant. The impact beyond that which was reported cannot be determined and the patient¿s condition/current health status remains unknown. Therefore, no further clinical medical assessment is warranted at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A review of the instructions for use for this device reveal in the warnings and precautions that the surgeon should read the package insert, the implant labels, and the corresponding product and surgical technique information to become familiar with the implants, instruments, and surgical technique before using smith & nephew products. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, surgical technique or size of the device. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after a tka surgery had been performed on (B)(6) 2020, the patient experienced patella pain as a consequence of excessive pressure of the patella on the jrny ii cr fem cocr np rt sz 4. It was confirmed by x-rays that the patella was not in the femur notch. This adverse event was addressed with a revision surgery performed on (B)(6) 2022, in which a cemented retropatellar replacement was implanted. The condition of the patient is unknown.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, after a knee surgery had been performed, surgeon reported excessive pressure of an unkn journey ii cr patella on femur. Additionally, the patella component is not in femur notch. Patient has experienced pain as a consequence of this issue. It is unknown if any action has been taken in order to solve it.